Event description:
The patient had to turn up stimulation so high that it caused more pain. Reprogramming done at the hcp office was unsuccessful. The patient became frustrated with the device stating it 'hadn't worked in years'. The device was explanted. There was no patient injury associated with the event.

Manufacturer narrative:
(B) (4). Implantable neurostimulator (B) (4). Evaluation codes above. Additional evaluation method code. Analysis revealed no significant anomalies. The device functioned normally. The proximal extension was ok, but cut through (suspected explant damage). The lead and extension were first tested together and a short was found. There was foreign material in and around the #3 connector block, which is the suspected cause of the short. The short was eliminated after the lead and extension were disconnected. The area of the #3 set screw appeared to be the point of entry for foreign material. A suture had been placed at the connector boot between the lead and extension, inconsistent with the extension technical manual. Six of eight lead conductors were broken at the distal tip of the boot, 1 cm from the distal end of the extension.